Manufacturer narrative:
(B)(4). Guide wire: athlete premium. Guide cath: taiga al1. The device was not returned for evaluation. Therefore, a failure analysis of the device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric, de novo 90% stenosed, distal circumflex artery, the 2.0 x 15 mm mini trek was being used for predilatation when during the second inflation of 14 atmosphere for 30 seconds the balloon ruptured. A 2.25 x 15 mm nc trek was used to predilate and a non-abbott stent was deployed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.